Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific that an active cord was being prepped for use in a procedure on (B)(6) 2009. There was no pt involved in this incident. According to the complaint, at approx one-half inch from the end of the cord that connects to the generator, the active cord caught fire and left the device burnt. The complainant noted that no chemicals were used to clean the cord, and that it was approx 1 months old. Furthermore, the connection at the generator was noted to be loose, and a technician was holding the cord in place; however, no user-injury resulted from this incident. Another active cord was used to complete the procedural setup.